Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 118 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.